Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.

Event description:
It was reported that the lead exhibited unacceptable thresholds. The lead was explanted and replaced on (B)(6) 2014.